Event description:
Vega found the MDR report on the FDA website, attech 1 MDR no. 2438477-2022-00082. MDR report contents: devilbiss healthcare received a medwatch report regarding an incident involving an oxygen concentrator, which states "patient smoking with oxygen on and sustained second degree burns to face." There is no statement or evidence in the report suggesting the oxygen concentratormalfunctioned or in any way caused or contributed to the patient injury.the unit was returned to devilbiss for evaluation, and the evidenceindicates the root cause of the thermal damage to the unit was the result of an external heat/fire source, which is consistent with the report of thepatient smoking while using the oxygen concentrator.the unit was repaired and is operating to specification.". Ng q'ty:1pcs